Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 1.7cm, located in the right perihilar adjacent to the pleura. Per the physician, the pneumothorax occurred because the patient had a high-risk lesion at the confluence of the major and minor fissure and that the pneumothorax could have potentially occurred via another biopsy modality. The patient experience dyspnea, and a medium-size pneumothorax was identified post-procedurally via chest x-ray. The pneumothorax increased in size; therefore, a pigtail chest tube was placed. The patient was hospitalized for 1 day then discharged home. The diagnosis was atypical cell cw malignancy. Per the physician, there was no malfunction of the ion system, instrument, or accessory.

Manufacturer narrative:
There was no malfunction of the ion system, instrument, or accessory. A system log review could not be performed because the system logs were not available. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.